Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called philips on (B)(6) 2020 to report that their mp40 was not powering on following a fire outbreak in the neo ICU uti2. No patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.